Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the t.w. Power supply failed to deliver energy. The procedure was completed by bridging the patient's leg.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).